Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A ntw mitraclip was implanted successfully. After removing the steerable guide catheter from the septum, a right left shunt began and oxygen saturation dropped. An occluder was not available in the operating room, so they waiting 35-40 minutes for one to be prepared. During this time, the mitraclip detached from the posterior leaflet (single leaflet device attachment (slda)). A second clip was placed to stabilize the slda, reducing mr to grade 1-2. Afterwards, an atrial septal defect occluder was implanted successfully.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment per the physician is related to patient conditions (tethered leaflet). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.